Manufacturer narrative:
This report is submitted on april 20, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and discomfort. The patient is being clinically managed by the health care provider. Additional information has been requested; however, this has not been made available as of the date of this report.